Manufacturer narrative:
Initial reporter address 1:(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed using normal method without issue. No complications were reported and patient was good post procedure.